Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the over delivery was able to be confirmed. The expulsor was found to be causing the issue. After trimming the expulsor, the pump functioned as intended once again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed preventative maintenance. The pump delivered over 6%. There was no patient involvement in the reported event.